Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "one of our doctors is doing a surgery to remove equipment and we are not sure who supplies it. It was a surgery done at another office in 2005 and the equipment listed was "sta-fuse device". The surgery was done at (B)(6) on (B)(6) 2005 and the surgeon was (B)(6). There is no detailed information about the equipment other than the name stay-fuse. The patient had several procedures done in the same surgery. Would it be more helpful to reach out to dr. (B)(6) after the surgery so he can see what exactly is happening in the foot? The most I have in the notes is what she came in for and he will definitely have more information after."